Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the minimally calcified right common femoral artery was attempted using a proglide device with a 7f sheath after a coronary interventional procedure. Reportedly, when the plunger was removed, there was no suture seen. Two other proglide were used with the same result. The patient had a 7f sheath placed while waiting for the heparin levels to decrease. Hemostasis was not achieved yet. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.